Event description:
It was reported the patient received the following results within 15 minutes: 67 mg/dl and 300 mg/dl. The patient experienced symptoms of sweating and feeling weak. The patient's husband assisted by giving her apple juice, fruit, and peanut butter and jelly.